Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that a piece of the metal pin broke off of the oral-b pro 2 2950n toothbrush head, which was bought approximately three years prior. The brush head no longer snapped into place properly and, as a result, slipped from the hand piece during certain movements. They used oral-b electric toothbrushes for more than 20 years and never experienced anything like this. No injury was reported.

Manufacturer narrative:
14-jul-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Consumer via e-mail stated that a piece of the metal pin broke off of the oral-b pro 2 2950n toothbrush head, which was bought approximately three years prior. The brush head no longer snapped into place properly and, as a result, slipped from the hand piece during certain movements. They used oral-b electric toothbrushes for more than 20 years and never experienced anything like this. No injury was reported.